Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 500 mg/dl while wearing the pod. It was also reported that the cannula did not insert properly to the infusion site and was leaking insulin. Symptoms reported include hyperglycemia and chest pain. The patient was prescribed insulin. The patient was released 2 hours later. The pod was worn when seeking medical attention.